Manufacturer narrative:
According to the facility, on (B)(6) 2025, "the locking mechanism on the chest tube fell off and opened at the slightest touch, causing an air leak. The air leak was repaired with vaseline gauze and tegaderm, but we were unable to place the alteplase and dornase as ordered." No reported serious injury. The product has been requested for evaluation. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, "the locking mechanism on the chest tube fell off and opened at the slightest touch, causing an air leak. The air leak was repaired with vaseline gauze and tegaderm, but we were unable to place the alteplase and dornase as ordered."